Event description:
It was reported that the patient stated being unable to push the bulb of an inflatable penile prosthesis (ipp) due to it being "hard as a rock". The patient thought of using a pair of "pliers" on it but was recommended against it. Patient liaison addressed trouble shooting methods and included hard reset/ burp/ and anti-stiction. The patient attempted all maneuvers but was unable to get the pump to squeeze. The patient had an appointment set with the physician for assessment and would contact patient liaison again if further questions appeared. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
G3, h2 updated.

Event description:
It was reported that the patient stated being unable to push the bulb of an inflatable penile prosthesis (ipp) due to it being "hard as a rock". The patient thought of using a pair of "pliers" on it but was recommended against it. Patient liaison addressed trouble shooting methods and included hard reset/ burp/ and anti-stiction. The patient attempted all maneuvers but was unable to get the pump to squeeze. The patient had an appointment set with the physician for assessment and would contact patient liaison again if further questions appeared. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.